Event description:
It was reported that the patient experienced near syncopal events when positional changes of the patient's left arm caused oversensing and low impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.